Event description:
It was reported since implant the patient had trouble with their stim therapy since implant. The patient had a fall in (B)(6) 2013 and the whole system shifted over and was causing patient pain at the neurostimulator (ins) site. It was indicated that patient was doing better with stimulation off due to pain at ins site, they explanted system. It was noted that part of lead left in when system was removed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3093-28, lot# v195597, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-28, lot# v195597, implanted: (B)(6) 2009, product type: lead. (B)(4).